Event description:
Customer reportedly obtained a result of 169 mg/dl on the compact plus system and 71 mg/dl on a lab drawn within 10 minutes. No action taken on device result. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.